Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 321 mg/dl. Customer has used boluses and manual injections; the blood glucose reading is still high. Customer went to hospital due to nausea and high blood glucose. Customer had not eaten for a couple of days. During troubleshooting, time and date are correct. Programming is correct. High pressure test passed. Nothing further reported.